Event description:
Per the clinic, the patient was not receiving benefit from the implanted device. The device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.